Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal peripheral vascular procedure, the micro puncture access wire detached. The physician was attempting retrograde, right femoral artery access under fluoroscopic guidance and was having trouble advancing the access wire through the micro puncture needle. The physician unsuccessfully advanced the dilator assembly in attempt to capture and straighten out the knotted wire. An additional attempt was made to withdraw the wire under gentle pressure. The physician realized that the wire tip had unraveled and that a portion of the wire had detached within the patient. The patient did not complain of any discomfort. The decision was made to proceed with secondary access via the left common femoral artery which was uneventful. The access wire was not retrieved from the patient. The account stated that no additional attempts will be made to retrieve the wire tip unless deemed necessary. Patient tolerated the procedure well and has been discharged to home.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. No definitive root cause could be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.